Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the arm was sent to the first of two implants. When navigating the dilator at the s1 segment, the software displayed the dilator shifted anteriorly by 1 inch or more. L5 and s2 were in line. Rebooting the system did not resolve the issue, so the site had to re-register the patient, which resolved the issue. A 10-minute surgical delay occurred due to this problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A1-a4: patient information is not available at this time. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.